Event description:
It was reported that an ongoing malfunction alarm occurred on the pump. There was no reported adverse impact to the customer. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.